Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Initial reporter phone#: (B)(6). Device manufacture date: unknown (B)(4). Investigation summary: no samples were received for investigation of complaint reference pr (B)(4); however the customer has stated that they found that the piston of two smartsite components remained recessed upon disconnection. The customer provided a photograph of the affected components; however analysis of the photograph did not confirm the feedback provided by the customer. The details of this feedback were forwarded to the manufacturing site for investigation. Additionally a lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. A review of the customer advocacy feedback database indicates that this is a rare occurrence with a very small number of similar reports received against the smartsite component in the past 12 months. Investigation conclusion: no further information was available to assist the investigation in this instance. Root cause description: the root cause of the customer¿s experience could not be conclusively determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. Rationale: no product was returned for investigation and the root cause of the complaint was not determined, therefore there is no new product information on which to base a risk assessment.

Event description:
It was reported that smartisite connector did not return to normal state after disconnection. This occurred on 2 occasions. The following information was provided by the initial reporter: two smartsite connectors did not return to normal state after disconnecting the infusion system.